Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were underfilling, and the customer also reported that there was an increased number of this accident for this product. Customer¿s verbatim: ¿I am notifying bd of an increased number of blue top sodium citrate tubes that are under-filling. Our phlebotomists have reported an uptick in the number of redraw requests for under filling and also reported incidents where the tubes were noted as under filled during the blood draw and multiple blue tops were used until one filled adequately. Ref 363083, lot#8215581, exp:2019-05-31. We have taken the remainder of our supply out of service (last tray of the lot) and replaced it with tubes of a different lot number.¿

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that three bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were underfilling, and the customer also reported that there was an increased number of this accident for this product. Customer: ¿I am notifying bd of an increased number of blue top sodium citrate tubes that are under-filling. Our phlebotomists have reported an uptick in the number of redraw requests for under filling and also reported incidents where the tubes were noted as under filled during the blood draw and multiple blue tops were used until one filled adequately. Ref (B)(4), lot#8215581, exp:2019-05-31. We have taken the remainder of our supply out of service (last tray of the lot) and replaced it with tubes of a different lot number.¿